Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements for its right ventricular (rv) lead using triad configuration vector. The rv lead configuration vector was changed and the shock impedance measurements were within range. Technical services (ts) was consulted and discussed stored data, with ts suggesting the physician to consider a defibrillation threshold (dft) defibrillation threshold (dft) test on the new vector if they desired. This device remains in servicer. No adverse patient effects were reported.